Event description:
It was reported the patient was hospitalized for high blood glucose level rose over 600 mg/dl because of the pod malfunctioned as it was not delivering enough insulin. It was also stated that the patient had acute kidney failure. There were no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.